Event description:
Consumer contacted dexcom to report a detatched sensor wire. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Subsequent to the initial MDR, it was noticed that this was duplicate information which has been provided on MDR 30047537838-2013-00440. The initial MDR for this report (3004753838-2014-21288) should not have been submitted.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was found to be missing from the housing puck. The complaint of detached sensor wire was confirmed. Due to the separation of sensor wire, the sensor is considered to be detached. The root cause is determined to be a detached wire from sensor pod.